Manufacturer narrative:
Updated fields: b4, b5, g4, g7, h2, h10, h11. Corrected fields: d10.

Event description:
It was reported that on (B)(6) 2020 at 8:30am the cardiosave intra-aortic balloon pump (iabp) was used on a patient. Internal communication error occurred around 23:00 pm on (B)(6) 2020. The iabp was replaced with another cardiosave and continued to assist. After replacing the iabp, the me turned on the power, and started as usual. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), g4, g7, h2, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse was not able to reproduce the issue. A functional check has been performed. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that on (B)(6) 2020 at 8:30am the cardiosave intra-aortic balloon pump (iabp) was used on a patient. Internal communication error occurred around 23:00 pm on (B)(6) 2020. The iabp was replaced with another cardiosave and continued to assist. After replacing the iabp, the me turned on the power, and started as usual. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Further evaluation was performed by a getinge field service engineer (fse) and revealed that the iabp fault logs indicated that the iabp had powered off. Additionally, a related shutdown, and internal communication error #58, #106, and #124 were observed. The iabp unit was subjected to continuous running tests for 10 days. After the 10 day period, the iabp unit was powered off for 3 days, then was continuously ran again for 15 days. The iabp unit was then powered off for 3 days and a running test s were performed continuously for 30 days. The reported issue could not be replicated. There were no additional errors recorded in the fault logs and the results of the system functional checks were normal. As a precautionary measure, the executive processor board and the drive manifold assembly were replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that on (B)(6) 2020 at 8:30am the cardiosave intra-aortic balloon pump (iabp) was used on a patient. Internal communication error occurred around 23:00 pm on (B)(6) 2020. The iabp was replaced with another cardiosave and continued to assist. After replacing the iabp, the me turned on the power, and started as usual. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that on (B)(6) 2020 at 8:30am the cardiosave intra-aortic balloon pump (iabp) was used on a patient. Internal communication error occurred around 23:00 pm on (B)(6) 2020. The iabp was replaced with another cardiosave and continued to assist. After replacing the iabp, the me turned on the power, and started as usual. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that on (B)(6) 2020 at 8:30am the cardiosave intra-aortic balloon pump (iabp) was used. Internal communication error occurred around 23:00 pm on (B)(6) 2020. The iabp was replaced with another cardiosave and continued to assist. After replacing the iabp, the me turned on the power, and started as usual. It is unknown if there was any patient harm/injury; however there was no adverse event reported.